Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Elevated iop and stent obstruction are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4).

Event description:
Through social media monitoring, a trabecular micro bypass stent patient reported that ¿the pressure is high again and back on drops¿. The patient noted that the stent ¿worked great¿ for two (2) years following the procedure until recently. According to additional information provided by the patient, the surgeon suspected that the stent was obstructed by what appeared to be scar tissue. Any omitted information was not available at the time of initial report.